Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan to report that her onetouch ultra2 meter kit was missing a clear cap for her lancing device. The complaint was classified based on the information obtained by the customer care advocate (cca) and additional information obtained from medical surveillance specialist (mss) reviewing the call. On the ¿evening of (B)(6) 2014¿ the patient reported that her meter system kit was missing a clear cap for her lancing device to use for alternative site testing. The patient detailed that she manages her diabetes with metformin and denied taking any action regarding her usual diabetes management regimen in response to the missing product. The reporter claimed that ¿3-4 days¿ after having to test on her fingers due to the missing product, she developed symptoms of ¿sore and infected finger.¿ in response to the symptoms, the patient reported that she visited her doctor who recommended that she use an antibiotic cream at the time of troubleshooting, cca educated the patient on the correct contents that come with the meter kit and confirmed there were no missing products. Although it cannot be concluded that the subject device malfunctioned, this complaint is being reported as the patient allegedly developed symptoms of infection, which required health care professional (hcp) intervention after the product issue occurred.